Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however, the device history record was reviewed and no non-conformance or reworks were noted during the manufacturing process that relate to the reported issue.

Event description:
During a mvp and maze procedure, while clamping the base of left atrial appendage from outside, left atrial appendage was ruptured partially. There was little bleeding, but the surgeon sutured this ruptured part. To date, there was no reported any trouble or adverse event to the patient.